Manufacturer narrative:
Device evaluation of the monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open (B)(4) driven ground resistor on the computer/analog board. The open (B)(4) resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. Device evaluation of the electrode belt has been completed. Upon investigation the electrode belt did not pass incoming functionality testing and displayed a service code 204 (belt/monitor unusable). The cause for the failure was isolated to a defective u202 component on the distribution node pca.the root cause for the defective u202 component could not be positively identified. There is no indication the damaged belt caused or contributed to the patient's passing. The device was able to obtain the patient's ECG rhythm throughout the event. Device manufacture date monitor 03/22/2011, belt 04/13/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that hospital staff performed resuscitation efforts and removed the lifevest. Per clinical review of the continuous ECG recording, the device was started up at 20:36:39 on (B)(6) 2021. The patient was in svt/af with rvr at 150 bpm with pvc's between 00:37:02 and 00:50:12 on (B)(6) 2021. The patient was in an idioventricular rhythm at 90 bpm with CPR/motion artifact and electrode lead fall off at 01:22:46. The patient's rhythm then degraded to vt at 140 to 150 bpm with CPR/motion artifact and electrode lead fall off at approximately 01:22:50. The rate of the vt arrhythmia varying at or below the physician-prescribed rate threshold of 150 bpm and CPR/motion artifact with electrode lead fall off prevented the lifevest from detecting the vt arrhythmia. The patient's rhythm degraded to asystole with CPR/motion artifact and electrode lead fall off at approximately 01:25:20. The patient's rhythm then transitioned to an idioventricular rhythm with CPR/motion artifact and electrode lead fall off before degrading to vt at 200 bpm at 01:27:03 and then to vf with CPR/motion artifact and electrode lead fall off at 01:27:18. The lifevest detected the vt/vf arrhythmias, but CPR/motion artifact and electrode lead fall off prevented delivery of a shock. The patient received an external defibrillation at 01:28:39. The patient's rhythm at the time of the external defibrillation was vf with CPR/motion artifact and electrode lead fall off. The patient's post-shock rhythm was asystole with CPR/motion artifact and electrode lead fall off. The patient's rhythm transitioned to an idioventricular rhythm at 30 bpm with pvc's, CPR/motion artifact, and electrode lead fall off before degrading to vf with CPR/motion artifact and electrode lead fall off at 01:29:15. The patient remained in vf with CPR/motion artifact and electrode lead fall off until the device shutdown by hospital staff at 01:31:10.